Event description:
It was reported that during the post-op device check it was discovered that the patients right atrial (ra) lead become dislodged. The patient was brought back into the lab and the ra lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).